Event description:
The customer reported that the sys displayed a communications error message. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the communication error was caused by a bad mmx cpu capacitors. The sys needs a sbc upgrade. The sbc upgrade complete by the service rep. He upgraded the sys software to sundance and reloaded cal files. The sys operates as intended.